Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced eight infusion sets tubing hub detached events on (B)(6) 2025. Infusion sets were used for 1-2 days. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via multiple daily injection (mdi) for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 8 of 8.

Manufacturer narrative:
MDR (B)(4). MDR 3003442380-2025-11660 correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples for the lot (B)(4) have already been previously tested in the complete 2167919 on (B)(6) 2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report 2167919.pdf attached in this record. Device history record (DHR) review: the lot 6008068 was packaging according to the wi version 97 manufactured in the machine multivac 14, on 10/jul/2024, with a total of 30,000 units. Glue-tubing lot: the lot (B)(4) was manufactured according to the wi version 64 manufactured in the machine sc05 and sc06, on 05-jul-2024, with a total of (B)(4) units. The lot (B)(4) was manufactured according to the wi version 64 manufactured in the machine sc05 and sc06, on 07-jul-2024, with a total of (B)(4) units. The lot (B)(4) was manufactured according to the wi version 64 manufactured in the machine sc05 and sc06, on 08-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 16/jul/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot (B)(4) with two more complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.